Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Needle was broken at suture swage. Under microscope inspection needle was found to have marks on opposite side of loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improperly loaded needle may occur if either the dlu or the suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, once the needle was passed from one jaw to another was "sticky" and was not smooth in the release of the needle/tissue. The handles started to feel crunchy as time went on. There was no patient injury.